Manufacturer narrative:
Initial reporting institution phone number: (B)(6). Initial reporter phone number: (B)(6).

Event description:
It was reported that st mode could not be selected. It was reported to not be in use on a patient at the time of the event, however specific use context was requested and could not be provided. There was no report of patient or user harm. The authorized service provider (asp) determined the issue was due to the touchscreen being dirty and out of calibration. The asp cleaned the screen and calibrated the touchscreen. The issue was resolved.